Event description:
It is reported that a customer had issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 417 mg/dl. The sensor was 200 points off from the pump readings. The customer declined trouble shooting the issue. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.